Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received. This is a combined initial and final report.

Event description:
The user has no more hearing sensation with the device.